Event description:
The manufacturer received information alleging a red screen ventilator inoperative condition occurred while in patient use. There was no harm or injury reported. The device has been returned to the manufacturer, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.